Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported to technical support during troubleshooting a liberty cycler alarm that a fluid leak was observed in the cassette housing. The nurse was advised to discontinue use of the cycler. Follow up with the clinic indicates that treatment was completed with continuous ambulatory peritoneal dialysis. The patient was prescribed prophylactic antibiotics. The patient did not experience any complications as a result of the alleged event.